Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A leaking dacapo powerpacks was received at service _ repair. To date there has been no report of patient contact to battery electrolyte or injury reported.

Event description:
Three dacapo powerpacks from the same user which did not work out of the box were received at hq for investigation. One dacapo powerpack was found leaking electrolyte at service _ repair (sn: (B)(6)). There was no patient contact to battery electrolyte or injury reported.

Manufacturer narrative:
Conclusion: according to the information received from the field the concerned device did not work out of the box. During device investigation mechanically damaged and bulged housing was observed. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. Reportedly the concerned device was stored 3-4 years before being used for the first time. This is a final report.